Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with haze/diffuse lamellar keratitis (dlk) on patient's both eyes (ou). Physician had a tough time distinguishing between dlk vs edema/haze. It was originally treated as dlk and confirmed by surgeon. Topical steroids dosage was increased and treated with a medrol pack. The patient's chief complaint was haze. Patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms were not interfering with daily activities. On 4/18/2019 follow-up, patient showed more minor improvement od, os looked great. Surgeon confirmed minor dlk od. Patient continued pred and restart new medrol pack. Patient was given option of flap lift/washout vs medication, and patient wanted to wait lift. Bcva from (B)(6) 2019, right eye pre-op 20/30 -5.00 x -.75 x 25, left eye pre-op 20/20 -5.25 x -1.25 x 177.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.